Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high threshold after an elective right ventricular (rv) lead replacement. The lead was explanted and replaced and was damaged during the extraction process. No patient complications have been reported as aresult of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.